Event description:
Lcs complete std poly and patella revision patient was experiencing pain due to delamination and wear of the poly and oxidisation. As a result required removal of old poly and insertion of new. Whilst intraop loose bit of the old poly insert due to the delamination found posterior in patients tissue. Doi: (B)(6) 2005. Dor: (B)(6) 2022. Unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for analysis. Review of the provided photo revealed extreme wear from the lcs comp rp insert std 10mm. Fracture of the implant is also seen in the photograph. With that information the reported allegation can be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.